Event description:
This is a spontaneous report by a nurse from the (B)(6) of nausea, fever, peritonitis with culture positive for acinetobacter and urinary tract infection in a patient, coincident with dianeal pd4 ambuflex therapy. On an unknown date, the patient began dianeal pd4 ambuflex therapy (2.5l, 6 exchanges per day, lot number not reported), intraperitoneally (ip) for end stage renal disease (esrd) via automated peritoneal dialysis (apd). Upon follow-up regarding an unrelated homechoice alarm previously reported to baxter technical services (bts), the nurse reported the following. On (B)(6) 2011, the patient was hospitalized due to nausea, abdominal pain and fever (onset dates not reported). On an unreported date, the patient was diagnosed with peritonitis, manifested by abdominal pain and urinary tract infection. No exit site or tunnel site infection was associated with the peritonitis. On an unreported date, the patient began remedial treatment with an unspecified antibiotic. In (B)(6) 2011 (unspecified date), the patient was discharged from the hospital, but the patient did not recover from the events of nausea, fever, urinary tract infection and peritonitis, manifested by abdominal pain. On (B)(6) 2011, the patient was re-admitted to the hospital. The nurse was not sure if the admitting diagnosis was the same as the first hospitalization. Information regarding remedial treatment was unknown. On (B)(6) 2011, the patient was discharged from the hospital. It was not reported if the events of nausea, fever, urinary tract infection and peritonitis, manifested by abdominal pain resolved. At the time of this report, dianeal therapy was ongoing. Concomitant medications were not reported. The nurse stated that the events of nausea, fever, urinary tract infection and peritonitis were not related to the therapy with dianeal solution. The nurse declined any further follow up information.

Manufacturer narrative:
(B)(4). This complaint for peritonitis-no malfunction or use error is not confirmed and the cause was not identified because no sample was returned to baxter and the user did not describe any types of use errors or other issues that might have caused potential contamination. A review of all batch record documents was performed on potential lots h11f09054, h11g25033 and h11h09050 with no issues noted during the manufacturing process. There were no deviations from standard procedure.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. The product code and lot number of this product are unknown at this time; however, the brand name and 510k number of the potential product codes and lots received by the clinic are the same; therefore they were provided. Should additional information become available, a follow-up report will be submitted. This is report 2 of 3 involved in this peritonitis event.